Event description:
It was reported that the device illuminated the service wrench icon. Physio-control evaluated the device and found that the on/off button had an intermittent operation to power the device on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be the on/off flex due to green substance inside the power switch. A replacement device was provided to the customer.